Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced "connect battery" alarms that persisted despite changing batteries and then escalated to a red heart alarm with the "connect" indicators on at both battery connections and the driveline connection. All alarms dissipated after completed controller exchange. Interestingly, the patient had a similar episode in (B)(6) 2020 at which time the logfile report was ¿backup batter fault¿. The back-up battery on the primary system controller was at 26 months at the time of the incident. The log file captured some low voltage hazard events while using battery power only (B)(6) 2020@1216-1217. There were some odd voltages noted occurring on the white power lead. Also noted that when the patient switched from power module to batteries the batteries were about half charged. Controller exchanged (B)(6) 2020@1222. The second log file after the controller exchange did not capture any unusual events. Seems that the peripheral equipment is functioning as intended. It was confirmed that this issue was not a pump or driveline related issue.

Manufacturer narrative:
Section a: multiple attempts were made to obtain patient information from the customer; however, no information was provided. Sections d4 & h4: additional information. Manufacturer's investigation conclusion: the reported event of a low voltage alarm was confirmed during analysis of the log file submitted for review. The log file submitted for review contained data spanning approximately 13 days, between (B)(6) 2020 and (B)(6) 2020. The pump¿s fixed speed was set to 9000 rpm with a low speed limit of 8400 rpm. Pump power, estimated flow, and average pulsatility index (pi) typically ranged from 5.4 watts, 5.4 lpm, and 6.1, respectively. There were 37 low voltage advisories and 3 low voltage hazard events recorded throughout the log file records. Motor function does not appear to have been affected by these events. Between 00:10 and 00:22 on (B)(6) 2020, the log file contained numerous intermittent low voltage events during connection to the battery power. These low voltage alarms were active due to the battery fuel gauge (rsoc) signal level on the white power cable revealed transient changes that reached the low voltage threshold (0.5 - 1.7 volts). The recorded voltage levels associated with the low battery (voltage) alarms can be indicative of operation on depleted 14-volt li-ion battery via white power lead. The low voltage events could also be a result of an inadequate connection between the battery clip and the battery (the connectivity issue within the terminal contact group), an electrical fault within the batteries that were connected to the white power lead during these events, and/or compromised conductors within the system controller¿s power cable. However, a direct relationship could not be determined without an evaluation of the suspected components. The system controller (B)(6) was not returned for evaluation. Multiple requests for missing meaningful data and/or event details were sent to the customer; however, no further information was provided. As a result, the root cause of the reported event could not be conclusively determined nor correlated to a system controller related issue. To date, the system controller (serial number (B)(6) ) associated with the reported events has not been returned, and the complaint file will be closed accordingly. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing and quality assurance specifications. System controller serial number (B)(6) was shipped to the customer on (B)(6) 2015. The heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage advisory/hazard alarm conditions, and the actions to take if the alarms cannot be resolved. These sections, (under subsection: ¿what not to do: driveline and cables¿) instruct the user to check the system controller power cables for twisting, kinking, or bending, which could cause damage to the underlying wires even if external damage is not visible. This section also cautions the user not to twist, kink, or sharply bend the system controller power cables, and to carefully unravel and straighten the cables if they become twisted, kinked, or bent. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook and heartmate ii IFU under section 3, entitled ¿powering the system¿, describe the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources. These sections also state that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate ii patient handbook and heartmate ii IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.